Manufacturer narrative:
Device evaluation details: the catheter was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and shaft proximity interference (spi) screening test of the returned catheter. Visual analysis of the returned catheter revealed a reddish material inside the pebax and a hole in the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described high force or high contact was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that at first everything was fine but after trying to go into the coronary sinus every time the doctor tried to ablate, there was a written ¿high contact¿, and the force value would normalize again when stopping the ablation. This issue of high contact force is not MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, the complaint catheter was inspected and it was found with a hole on pebax and a reddish-brown material inside. These findings were reviewed and determined the issue of a hole in the pebax is a reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2021 and reassessed it as MDR reportable.